Event description:
The patient contacted animas on (B)(6) 2012 stating the ok button was intermittently unresponsive for several months. The patient claimed to have fallen with the pump five months ago. The pump was reportedly not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a soft brush. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2012 with the following findings: a tear in the keypad and contamination under all of the key contacts was discovered during the product analysis investigation. All of the keypad buttons were found to be functioning normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the audible alarm was below specifications with a piezo defect. The vibratory function is working.